Event description:
It was reported that the patient presented for an explant procedure. Prior to the procedure, it was noted that the right ventricular lead exhibited impedance problem. The right ventricular lead was explanted and replaced. The patient status was unknown.